Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and it was confirmed that the cutting wire was broken off from the distal area of the device. Also, there were charred marks observed on both the yellow and blue filters. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported issue was likely due to wear and tear. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes an update to d9 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the plasma roller during surgery, the surgeon noticed that the roller ball had broken off of the arm and was in the patient's uterus. The surgeon was able to retrieve the broken ball out of the uterus and the procedure was completed using the same device. Prolonged care was reported. There was no impact or injury to the patient.